Manufacturer narrative:
The insulin pump functioned properly during rewind. Basic occlusion, occlusion, prime/a33, the excessive no delivery and displacement tests. No prime fill anomaly noted during our testing. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that insulin was squirting out during the manual prime process. Customer's blood glucose was unknown. The customer was changing out their infusion set when the issue occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan while the insulin pump was being replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.